Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm when the customer was attempting to bolus. Customer's blood glucose was 478 mg/dl. Customer treated his high blood glucose with the insulin pump. During troubleshooting, customer was assisted in performing the displacement test, the test passed. Customer was advised that the alarm was caused by a connection issue. Customer was advised to monitor the insulin pump. Customer will not be retuning the device for analysis.